Manufacturer narrative:
Evaluation: the complaint device was returned in a used and damaged condition. A visual examination confirmed that a section of the jacket material, located at the distal end, has separated, exposing approximately 39.5 cm of bare wire. Sections of the separated material were visually examined and concluded that the characteristics suggest that the material had been sheared off of the mandrill wire during manipulation of the wire guide within the .018 chiba needle. Per our IFU, it is stated under cautions; "avoid manipulation of withdrawing the hydrophilic wire guide back through a metal needle or cannula. A sharp edge may scrape the coating or shear the wire guide. A catheter, introducer sheath or vessel dilator should replace the needle as soon as the wire guide has been inserted in the vessel."

Event description:
During a percutaneous nephrostomy, the hydrophilic sheath of the guide unfolded on the beveled edged of the chiba needle, leading to the complete removal of the device and then a puncture without echographic control.